Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose value was 203 mg/dl at the time of the incident. The customer stated that they changed the battery. The customer got an off no power. The customer had removed the battery and put the old battery back in the insulin pump. The customer was able to clear the alarm and was able to complete the insulin pump rewind. It was reported that the insulin pump again had an insulin pump error alarm. The customer was advised to discontinue using if they get any other errors or if the insulin pump stops working. The device will be returned for analysis.